Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the endotracheal tube connector exhibited a failure at the outlet, causing a constant disconnection of the device from the mask bag, the customer stated, "memory failure". A female patient of 30-years-old was mentioned and the product was placed in quarantine. A picture showing the product's package was provided, and although there was patient involvement, no harm resulted from the event.